Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was suspected with insulation breach. The impedance was too low, out of range. Capture threshold was high, and sensing was low. The lead was explanted and replaced. Upon explant, insulation breach was not confirmed. The patient was stable.